Event description:
The patient reported that they had been feeling pain at the implantable neurostimulator (ins) site for the 2 weeks prior to the report. It had never hurt there before. The patient hadn't used the therapy much in the couple of years prior to the report so they wanted the device taken out. Additional information received from the patient reported that the patient had never had a problem before with their stimulator. The patient was unsure if they banged the battery in their butt because it was painful in the implant site area. The patient thought they might have bumped it on a door or something because it was very painful. The patient had been feeling the pain for about a week prior to the report but they earlier reported it was 2 weeks prior to the report so it was unclear how long the pain had been present. The patient did not see any signs of infection. Additional information received from the patient on (B)(6) 2016 reported that ins had dislodged in her buttock. She had a big, red irritation on the skin. It suddenly didn't feel right. No trauma/falls were related. The event date of the dislodgement was unknown. The patient was redirected to their healthcare provider (hcp) and it was noted that they currently did not have an hcp. Indication for use was headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.